Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated scan errors when attempting to pair a freestyle libre 3 plus sensor to the ilet via the mobile app, initially due to use of a non-compatible phone and difficulties reinstalling the app, with successful pairing later achieved using a friend¿s compatible phone and subsequent receipt of glucose readings on the ilet. Symptoms included a low glucose value of 72 mg/dl without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with candy and crackers and no medical intervention or hospitalization. Investigation included user education, app deletion and reinstallation, confirmation of disconnections from other apps or receivers, compatibility verification on the manufacturer¿s website, and guided pairing with an alternate compatible device. Investigation of this case revealed that the scan error was attributable to phone incompatibility rather than an ilet malfunction. It was concluded that the device functioned as intended once paired with a compatible sensor and phone.